Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient had very low symptoms and passed out. The patient cannot recall the cgm and bg readings at this time. Two hours before she felt her symptoms, she was already in excruciating pain, felt dizzy and shaking. Paramedics were called by the patient's mother who came over and treated the patient with IV fluids and an unnamed medication to stabilize her glucose readings. The patient mentioned she stayed at the hospital for about 5 hours and was discharged the same day. Before she left the hospital, the patient mentioned that her readings became normal and she also felt fine after taking off the sensor. The patient does not remember the readings taken between the fingerstick and the sensor reading from her dexcom app at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.